Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as an estimated 5 ml of fluid that leaked from the instrument while running samples. There were r (review results) flags for the differential test results for the samples being run in connection with the uncontained leak. The operator was wearing personal protective equipment of gloves and a lab coat when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and confirmed the leak as diff (differential) lyse reagent from a broken pinch valve pv27. The pinch valve, tubing and associated actuator were replaced, resolving the leak and the generation of the r (review results) flags initially reported. (B)(4).